Manufacturer narrative:
A.4 added weight as it was omitted from the initial report that was submitted. B.2 revised as previous selection on the initial report was incorrect. D.3 added manufacturer fax number as it was omitted from the initial report that was submitted. D.4 added model as it was omitted from the initial report that was submitted. D.7a revised as it was incorrect on the initial report that was submitted. E.1 added zip code extension as it was omitted from the initial report that was submitted. G.4 added PMA/ 510(k) as it was omitted from the initial report that was submitted. H.6 added b13 code as it was omitted from the initial report that was submitted. H.10 this is one of three related reports. This report represents the impella rp flex and other reports were submitted to represent the impella cp and automated impella controller. Refer to section h10 for the related report numbers. Investigation summary: the investigation has been completed. Major bleed/hematoma: the cause of the injury was not determined since the product was not returned and insufficient clinical details provided. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
There are two associated devices for the reported event. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient presented for ablation. After ablation was performed the patient coded multiple times. It was noted that ejection fraction had decreased to 35% and the right ventricle was not moving well. Decision made to bring the patient to the cath lab for emergent left heart catherization and impella placement. The complainant reported that the bipella patient encountered access site bleeding during rp flex support. When impella rp flex was placed there was difficulty stopping the site from bleeding after the repositioning sheath was inserted. There was already a hematoma on the right groin from the pci (percutaneous coronary intervention) access site that added to this difficulty. Manual pressure was held and patient was pronounced due to other causes before manual pressure could be stopped. Patient continued to decompensated however and rhythm was lost. Patient coded multiple more times before the care team elected to call the code. Patient expired.